Event description:
Customer tested blood glucose and received a result of 592 mg/dl. The customer went to the doctor, 45 minutes later at the doctors office the result was 149 mg/dl. The customers device read 275mg/dl. The doctor changed his medication based on the doctor's result. The customer's spouse also stated the device had a result of 702mg/dl. The result could not be found in the memory during trouble shooting. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.